Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported a battery failure. No green light was visable on the back of the monitor. As a result, an alternative device was used for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to the pt as a result of this event.